Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the function test of the peep function during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The pressure on the manometer gauge isn't within the specified limits at the peep setting. The most probable cause needle point was not within the specified required limits. Reset flow to achieve required specification. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.